Manufacturer narrative:
Labeled for single use and reuse. Device not returned. No eval will be performed.

Event description:
Information received from our (B)(4) affiliate. On 07/09/10, the (B)(6) association for ocular infection was held in (B)(6) and information was presented about acanthamoeba keratitis during the last 2 years. We received information that a pt developed acanthamoeba keratitis while wearing acuvue 2 lenses. A senior associate from our affiliate went to speak with the presenting eye care professional and received information regarding the pt's gender and age and that the pt was diagnosed with acanthamoeba keratitis in the "establishing stage." The pt received inpatient treatment. The pt's medical record was unavailable at the time of the visit and the eye care professional was asked for additional information. No additional information has been received at this time. The ecp told us that the product and lot number are not available. Any additional information will be reported within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.